Event description:
It was reported that during a ptca procedure the delivery catheter became stuck on another manufacturers wire. The physician successfully deployed the stent near the target lesion and subsequently placed a second stent to complete the procedure. No pt injury or complication occurred.